Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 4 of 4. The hp stated the she was connected at the time of the alarm and had not disconnected prior to the alarm. The hp stated all bags were properly spiked and connected and there were no patient extension lines in use. The hp confirmed there were no open clamps on unused supply lines and there was nothing unusual noted about the supplies. The technical service representative (tsr) instructed the hp to cycle power to clear the alarm and explained se 2240 indicates a large amount of air has entered setup. The hp stated she would discard supplies and finish with manuals. The hp also confirmed to contact her nurse (rn) to inform of the incident. The tsr reviewed proper procedures per the user manual with the hp. There was no patient injury or medical intervention reported. No further information is available at this time.

Event description:
It was reported that a revision surgery was performed due to a screw backing out of a humeral nail.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 4 of 4 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.